Event description:
Pca pump tubing kinked. Due to the design of the pump, the compartment that holds the IV medication and fluid is small. The tubing that connects the IV bag to the pump is prone to being kinked since the space is very tight. The pump does not alarm unless the kink is in between the pt IV site and the pump. Since in this case the kink is inside the pump, the alarm does not register a backflow problem.